Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation, physio-control observed that the device would not complete boot up during initial power on. The device would show a splash screen and would not advance to the boot cycle from there. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
During further evaluation, physio-control isolated the cause to the therapy board, but no further root cause was able to be determined.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the issue of device not completing boot-up cycle. Along with other unrelated repairs, it was recommended that the system pcb assembly be replaced to address the issue with device not completing boot-up cycle, however a quote was provided to the customer. Per customer request, the device was returned to the customer without completed repairs.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. During evaluation, physio-control observed that the device would not complete boot up during initial power on. The device would show a splash screen and would not advance to the boot cycle from there. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.